Event description:
This spontaneous report was received from a brazilian physician via a customer service and concerns a 61-year-old female patient (ambiguously reported as 62 years old, weight: 58 kg, height: 165 cm). She was injected intradermally with radiesse, for cervical flaccidity, on (B)(6) 2023. The patient was previously treated with botulinum toxin and hyaluronic acid. She had no disposition to lymph drainage problems, no allergies, autoimmune diseases, intake of interferon or omalizumab, or surgical interventions in the past. The patients medical history and concomitant medication was reported as none. On (B)(6) 2023, 116 days after the treatment with radiesse, the patient experienced an unusual and unexpected cervical collection/abscess. After unsuccessful outpatient treatment, the patient was referred for a surgical drainage, with visualization of intensegranuloma. On (B)(6) 2023, she had negative cultures. The patient was hospitalized and she received a systemic antibiotic. The outcome of the event was reported as resolving. In the opinion of the reporter, the event was not life threatening, and related to radiesse. Follow-up information was received on 25-may-2023: batch number was reported as a00078530. A lot search in the global safety database was conducted. The outcome of the event remained unchanged.

Manufacturer narrative:
This case was assessed as reportable to the FDA as the event cervical collection/abscess (injection site abscess) was deemed to meet serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure and due to the patient's hospitalization. The device history record of radiesse injectable implant, lot number: a00078530, was reviewed. A lot search was conducted on the reported lot and no similar events were noted. No nonconformances reports, corrective/preventive actions related to this lot.